Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The device was returned to baxter and an evaluation was performed to investigate the reported connection issue. A review of all batch record documents was performed for lot number s14e10028 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed and it was noted that the tip protector was separated from male luer lock. Functional tests (self-test and priming) were performed with no issues noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the cap on the patient line of the automated peritoneal dialysis set with cassette got dislodged in the sterile pack. This was found before use and there was no patient involved. No additional information is available.